Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. Data on the reported event date of 29dec2024 was reviewed. The controller event log file captured low power hazard/no external power alarm events that became active on (B)(6) 2024 at 9:54:22. The alarm cleared at 9:54:25 and then recurred at 9:56:10. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. A power exchange was completed to the 14v batteries/clips at 9:57:18 and the alarm did not recur thereafter. Additional information reported the mpu was disposed of. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Mobile power unit (serial#: (B)(6) was unavailable for evaluation. A root cause of the loss of power from the mobile power unit could not be determined. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use (IFU) under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had some low voltage alarms. Log files contained loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2024. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lost power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.